Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer believed she was not getting the correct amount of insulin. She stated she delivered an 8 unit bolus and the insulin pump seemed to only delivery around 2 units. Customer's blood glucose was 200 mg/dl and he had already treated for high blood glucose. Customer stated he forgot to fill the cannula dead space after removing the introducer needle. It was also stated there was a crack running horizontal through the reservoir window on the insulin pump. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.